Event description:
The custeom reported that no alarms were generated for a pt that was tachychardic with a hr in the 140 range. The pt was examined by a physician and then 35 minutes later by a nurse who found a leads off condition. The nurse corrected the leads off and the pt was in cardiac arrest with pea arrhythmia, as well as vtach. The pt was coded for 45 minutes and then the pt's family placed pt on comfort care. The pt expired eleven hours later.